Event description:
It was reported that the user experienced recurring alert 32 indicating a motor processor communication error on the ilet despite multiple restarts, and the device was replaced due to a suspected mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified consistent with a delivery motor communication issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.